Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address loosening of the tibia at the implant to cement interface. Unknown cement was used. Tray came out with no cement after a few taps with osteotome. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee,